Manufacturer narrative:
The customer informed physio-control, that they have permanently removed their device from service and it will not be repaired. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that when attempting to power on their device, it will not power on. There was no patient use associated with the reported event.